Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient called because they never saw the charge sufficient or charge complete screen on the recharger ever after they had been charging the last quarter of the implant for over an hour and had 8 coupling boxes filled. Patient services recommended continuing to charge as the last quarter of the battery took the longest. Patient services recommended monitoring over the next few days and call back or follow up with the hcp if they felt there was an issue. There were no symptoms reported. There were no further complications reported.